Event description:
It was reported a non critical alarm occurred, low reservoir alarm. The patient allowed the pump to run dry and unable to be contacted by clinic. The patient stated he did not hear the alarm and no reason for not keeping their refill appointment. The non-compliance refill date was (B)(6) 2014. The patient experienced some withdrawal and presented to clinic for refill. Saline was put in the pump for several weeks and the pump deemed to be working well at follow up appointment. The pump was refilled with drug and programmed for continuous use. No further abnormalities reported. The patient status at the time of the report was noted as alive, no injury. The drug or the outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).